Event description:
I switched from minimed guardian 4 glucose sensor to the abbott instinct glucose sensor and my blood sugars since have been all over. Not controlled and causing major lows as it also refuses to stay stable enough to continuously monitor my blood sugars. It will multiple times a day (at most 5) shut down and "update" and only start after I enter a blood sugar unprompted. The suppliers minimed refuse to acknowledge the issue saying its not their fault.